Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A turnpike lp catheter was used during a patient procedure. During the procedure the tip of the turnpike lp separated while on the guidewire. The separated tip was retrieved and no additional follow up procedure was needed.